Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: from the picture we were unable to identify the definitive location of blood leakage, however, it looked like the blood leaked from around the base of needle tube or a tubing in the safety shield. It also looked the needle tube was bonded to the hub correctly from the conditions of adhesive agent on the needle tube base and the tubing was filled with blood only and no air bubble was mixed. It is supposed that the product should have a big damage on its route when a large amount of blood is leaked like the picture, and air bubbles are drawn into the tubing due to the damage, however, no air bubble in the tubing of product in the picture. Next, our retained samples of the lot concerned 50 sets were checked visually and no abnormality was found on the conditions of bonding between winged needles and needle tubes and also no damage was found on the tubing surfaces. Next, water sampling test was conducted for our retained samples 13 sets by connecting each sample to bd single use holder and inserting bd blood tube (#(B)(4)) 1pc as per vt30003. As a result, it was confirmed all samples could collect water without any problem. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. The reported event was confirmed by the picture provided by bd but the cause was not found at our plant. Since no abnormality was found from our retained samples and records, it was unable to specify the cause of the reported event unfortunately. (B)(4).

Event description:
It was reported that blood leaked from the 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter. There was no report of injury or medical interventions.